Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to capture images. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: I informed (B)(4) that a splitter cable would be needed but he insisted the cabling worked in another facility. I instructed (B)(4) to go to menu , advanced menu , system setup , peripheral settings , peripheral 1 , set dvr type and digital filing type to remote , peripheral 2 , set printer type to remote , menu , yes to save settings. (B)(4) confirmed that server/memory, df device, and printer were on under the release 1 settings. (B)(4) stated he was still unable to capture images to the cv-190 and I reiterated that he needs a splitter cable, is40088, to connect to remote 2. Jason stated he would check the cabling of the other towers that worked and copy the setup and call back. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.